Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager may have aided the investigation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the procedure was to treat a mildly calcified 90% stenosed lesion in the left anterior descending artery lesion. Pre-dilatation was attempted with the 3.0mm x 20mm rx voyager, but the balloon ruptured during the first inflation at 9 atmospheres after 20 seconds. A second voyager nc was used in the procedure. There was no reported adverse patient effect. No additional information was provided.